Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the consumer underwent a total hip arthroplasty on (B)(6) 2006 and had to undergo revision surgery on (B)(6) 2017 due to alleged altr.